Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer stated that they had high blood glucose over 400 mg/dl at the time of incident. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin pump was exposed to moisture. The customer stated that the insulin pump had keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the button error alarm or button keypad anomaly due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.